Event description:
The auto injector did not work. When I pressed the pen to my thigh, there was no needle. [Device failure] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device failure and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-jan-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was being treated with epinephrine injection (auto-injector) (lot number: g221103x and expiration date: jul-2024) (strength, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Current condition, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient had an occasion to use epipen on (B)(6) 2024. The auto-injector did not work. While the patient pressed the pen to thigh, there was no needle. It was reported that the patient has used epipens many times over the years, so quite familiar with their proper use. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 25-jan-2024. New information received includes qa investigation report, attached with this case. On 10 jan 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221103x, ¿epipen auto-injector did not work¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿failure to fire¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There have been no other complaints reported for lot g221103x for the past 24 months. There have been twenty (20) other, similar complaints reported in the complaint category ¿failure to fire¿ in the past 24 months. None of the 20 similar complaints were attributed to the manufacturing process. Based on the retain review and testing, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. A root cause related to user error could not be determined as details for the reported complaint were insufficient to determine cause, in addition and the complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the pil, ¿put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g221103x for the complaint category ¿ failure to fire, for the reported complaint ¿epipen auto-injector did not work¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain sample conformed and met specification. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The auto injector did not work. When I pressed the pen to my thigh, there was no needle. [Device failure] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device failure and no adverse event in a patient (gender, age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 10-jan-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was being treated with epinephrine injection (auto-injector) (lot number: g221103x and expiration date: jul-2024) (strength, dose, route, frequency, and therapy dates were not reported) for an unknown indication. Current condition, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient had an occasion to use epipen on (B)(6) 2024. The auto-injector did not work. While the patient pressed the pen to thigh, there was no needle. It was reported that the patient has used epipens many times over the years, so quite familiar with their proper use. Last action taken with epinephrine in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited.